Event description:
It was reported that the patient never had therapeutic effect from her device and that she was having more problems with her bowel than bladder since getting the device. The patient turned her device off because of shocking/jolting sensations. She could not sit because her tailbone was so sore from the jolting. See visited her physician and was recently reprogrammed but did not get relief. Further info is being requested from the hcp.

Manufacturer narrative:
.